Manufacturer narrative:
On june 24, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the correct date of event was (B)(6) 2017. In addition, mentor became aware that 1645337-2021-07935 is a duplicate of this complaint file. All future supplemental reports will be submitted under this complaint file. In addition, mentor also became aware that the patient also experienced breast implant illness and was also diagnosed with arthralgia. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 29, 2021, the product investigation was updated with the following statements: device investigation summary: at the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor received additional information indicating that when the implants were explanted, both the right and the left implant were intact. In addition, the patient underwent bilateral replacement with the following devices: (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9547114 sn: (B)(6), and (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9547114 sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered right breast burning pain, and left breast implant rupture, post-procedure. The rupture was diagnosed via MRI. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).